Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-03646 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen electrode were used during a hip rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, a console error (e02) occurred. The procedure was completed with a soloist single needle electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)